Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 9/18/2017 stating that an alert was received due to high out - of range impedance measurements greater than 3,000 ohms and ther was also a 2300 ohms for this rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).